Event description:
It was reported about a swelling following the opus treatment.

Manufacturer narrative:
On (B)(6) 2024 it was reported that the patient was hospitalized due to scarring from burns on both legs following the soprano ice treatment. Manufacturer clinical assessment of the alleged burns that it should fully recovery. This report is submitted due to information that patient was hospitalized. No additional clinical information was provided.